Manufacturer narrative:
G4:(B)(6)2021. B4:(B)(6)2021. The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:09dec2020. B4:10dec2020. The repair information provided was incorrect. This device is still pending repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:29nov2020 b4:04dec2020 the manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. No fault was found on the unit. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
It was reported that the ventilator would intermittently operate on internal battery despite being connected to an outlet during a pre-use check. There was no patient involvement.